Manufacturer narrative:
(B)(4). Concomitant medical product - oxford bearing, catalog#: 159569, lot#: 552060, oxford cementless tibial component, catalog#: us166573, lot# r3050463a. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00303, 3002806535-2017-00304.

Event description:
It was reported that patient is experiencing sharp pain and swelling. Betamethasone injection, antinflammatories, brace and join supplements were provided for treatment. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00303-1 and 3002806535-2017-00304-1.